Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08645 inches. No under delivery anomaly, over delivery anomaly, bolus anomaly or basal anomaly noted. The stop current and run current measurement tests are within specification. Device also passed tone check on self test, off no power alarm test . Device failed vibrate check on self test due to broken black vibrator motor wire. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. During the occlusion test, the unit recognized the water filled reservoir that was installed in the reservoir compartment. The unit was programmed with a 2.0 unit fill cannula delivery. Then the unit delivered the 2.0 device properly with water exiting the infusion set. No prime anomaly noted. Device uploaded properly using care link. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the they experienced high blood glucose level. Customer blood glucose level was 600 mg/dl at the time of incident and current blood glucose level was 350 mg/dl. Customer experienced abdominal pain and nausea because of high blood glucose. Customer treated high blood glucose with manual injection. Based on customer report customer did not allege the insulin pump was under delivering. The customer also stated that the drive support cap appears to be normal and back plan available. Insulin pump passed high pressure test first time and failed second time. The device will not be returned for analysis.